Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed an alert for low defibrillation impedance measured in the right ventricular lead. No interventions were made. The patient was asymptomatic.